Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complainta device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the pump was beeping during the night (approximately 3:30am). When waking up the patient was lying on the tubing/bag. They reset and went back to sleep without looking at the pump or tubing.  When they came to the clinic the pump read infusion complete. They discovered that there had been a leak when opening the bag to remove the pump. It appeared that the leak occurred where the tubing was attached to the cassette. There was patient involvement and no patient harm/adverse event